Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no physical problem with the balloon. Functional inspection found that the balloon was not able to hold the pressure due a pinhole located approximately at 25 mm from the tip of the device. Microscopic evaluation found evidence of pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned balloon was found to have a pinhole located approximately at 25 mm from the tip of the device. The balloon pinhole is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilation procedure in the esophagus for stenosis performed on (B)(6) 2025. During the procedure, the balloon was inflated as per the instruction of the physician. A leak was observed during inflation and inspection revealed that the device was perforated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, the balloon was inflated as per the instruction of the physician. A leak was observed during inflation and inspection revealed that the device was perforated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.